Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that an operator sustained a cut to her finger while troubleshooting a vessel feeder pick up error on the dimension vista 500 instrument. A customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse removed jammed vessels from the nest area, cleaned the vessel feeder, manually moved the cuvette ring to clear the obstruction, auto aligned the vessel feeder and loaded and unloaded vessels without error. Vessel obstruction in the vessel loading area potentially contributed to the event. Siemens concludes that the operator did not take adequate caution to wear personal protective equipment (ppe), gloves during the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an operator sustained a cut to her finger while troubleshooting a vessel feeder pick up error on a dimension vista 500 instrument. The operator cleaned the cut with alcohol and placed a band-aid. The operator did not wear gloves while working on the instrument and her hand was potentially exposed to material from cuvette ring which contained patient sample and reagent. No actions were taken by the operator beyond first aid and did not require any medical intervention. There are no known reports of adverse health consequences due to this event.